Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo, eccentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. A 3.00 x 24 synergy&#10244;rug-eluting stent was advanced to treat the target lesion but met significant resistance due to severe calcification. When the device was removed, it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.